Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on an unknown date due to high blood glucose. The blood glucose was at the time of the incident was 400 mg/dl. The customer also stated that, the retained ring on the insulin pump was broken. It was unknown that auto mode was used or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer's husband reported via phone call that the customer was driven to the emergency room, sent back home and then after 2 hours was taken to the hospital in ambulance and admitted on (B)(6) 2020 due to high blood glucose level of 400 mg/dl and over. The customer's husband was not sure of the treatment as he was not in the hospital. The insulin pump was not on auto mode at the time of incident.